Event description:
It was reported that patient had fainted and was sent to the hospital. Eight days later, the patient expired due to unknown causes. The physician suspected that the device did not work, however, no further details were provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.